Manufacturer narrative:
Concomitant product: pm2160 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that during the device replacement, it was discovered that the left ventricular lead was positioned badly in the coronary sinus. The lead was explanted and not replaced due to obstructed anatomy. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.